Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced and confirmed during evaluation. The device evaluation confirmed the #1, #2, #3, #4, setup, ok, (.), 1st soft key, 2nd soft key, 3rd soft key, 4th soft key, and run/stop keys to be inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed, ap will be displayed interfering with mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (automatic output), (inoperable keys).

Event description:
During baxter's functionality testing of a spectrum pump, it had an inoperable/malfunctioning keypad. There was no patient involvement.